Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photo provided. The most likely cause for the reported failure can be attributed to a manufacturing issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9811 apollo rf face was loose and it was smoking. There was no case involvement.